Event description:
A 3.25mm x 15mm cutting balloon was used to treat the pt's type b-2 lesion in the mid-lad. Three inflations in tandem were performed, with the last inflation at 11 atm for 126 seconds. Upon withdrawl of the cutting balloon pt complained of s.o.b. And chest discomfort. Angiogram revealed a small vessel rupture with contrast media communicating to the pericardial sack. Protomine was given and a pericardialsentesis was successfully performed. Pt was intubated for by-pass surgery. During the move to o.r. It was thought that the e.t. Tube shifted out of the trachea and into the esophagus resulting in pt airway obstruction for an undetermined amount of time. On the o.r. Table re-intubation was done and by-pass surgery performed. Examination of the atherectomy site showed perforation site had sealed itself off and flow maintained. Upon recovery, pt was noted to have lack of brain activity. Pt subsequently passed away on 02/01.